Event description:
It was reported the implant snapped during implementation, leaving the threaded body behind. Rather than attempt to remove and revise, the doctor chose to fusion with a .062 k-wire. He ran the k-wire from the distal phalanx thru the proximal phalanx. The k-wire in the proximal phalanx captured the broken implant as the wire went right through it.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.